Manufacturer narrative:
MFR ref # (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach. No harm was caused to patient. A repeat procedure was not performed. No intervention was necessary. There was nothing unusual about patient or procedure. An endoscopy had been performed prior to bravo procedure and the esophagus appeared to be normal. The site has been performing procedures for about 8 years. No lubricant was used on capsule.

Manufacturer narrative:
It was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. Based on review of the complaint file, device performance, and review of trend data, there is no trend identified. No action is deemed necessary at this time. Trending and device performance will continue to be monitored.